Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 05-mar-2025 and forwarded to millyard advanced medical products, llc on 06-mar-2025. The patient reported that he was off remodulin since the previous day due to a pump getting wet and not being able to find his remote. The patient was feeling more shortness of breath than normal and was directed to go to the hospital, where he was admitted. Troubleshooting was not reported, and the status of the back system is unknown. The patient was later discharged from the hospital. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.